Event description:
Pt had 18 yr old silicone gel breast implants. Upon her first rc in 2006 she stated that the left breast became slightly firmer than her right breast, also it was slightly higher in position approx 6 months ago. Upon exam she has grade 1 capsule on the right & a grade 2 bordering grade 3 contracture on the left. During surgery we discovered that both the right and left silicone gel implants were ruptured.